Manufacturer narrative:
There was no fse dispatch, tss discussed diluting specimen, verifying result and possible hook effect which may be what is happening with the afp specimen. No further action required by field service. The most probable cause of the reported event was due to specimen with high afp value. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2015, a customer reported specimen with do flag failure with their aia-360 analyzer. A field service engineer (fse) was not dispatched to address the reported event, which resulted in delay in reporting of patient results for afp. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.